Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, "date of awareness: 01/22/2024. Reporter: provider. Hospitalization start date: na hospitalization end date: na. Date of death: n/a. Casualty: unknown. A 72 yo female on ambrisentan and IV epoprostenol for pah (pulmonary arterial hypertension). Upon routine chart review, provider noted patient presented at (B)(6) 2024 for (B)(6) catheter malfunction replaced by PICC line and discharged home in stable condition. Patient presented at (B)(6) 2024 c/o PICC (peripherally inserted central catheter) line issue, rn changed cap on PICC line and flushed appropriately. Patient requested to leave without being seen or checked by a doctor. No change in (B)(6) medications noted. Ref report: mw5150704."